Event description:
It was reported that the patient had a spinal cord stimulator trial. During the trial period, the patient had independent stimulation of the right and left sides, and the lead/systems seemed to be functioning normally. Following the trial, the first lead was removed in the normal manner, with no complications. When the physician attempted to remove the second lead, he noted significant resistance while trying to pull the lead out. When he got the second lead out, he noticed that it had fractured at the interspace of what would be the 5/6 electrodes, leaving the remainder of the lead fragment/electrodes in the patient. Subsequent examination with fluoroscopy clearly showed the electrodes in the patient. The physician felt they were probably subcutaneous rather than epidural. The patient was sent back to his referring neurosurgeon for evaluation and removal of the remaining lead fragment. The patient recovered without sequela. It was not reported if the fragment was removed. Additional information has been requested, but was not available as of the date of this report.